Event description:
Customer reports an lv5 infusor containing 4608 mg/5fu in saline to a total volume of 250ml overinfused its contents over 14 hours instead of an anticipated 48 hours. Customer report no pt injury as a result of report.